Event description:
It was reported that the device was used during a vaginal hysterectomy. It was reported by the rep that on the 5th firing of the tsw45 the technician tried to reload the stapler and noticed that the knife blade had not fully retracted back into the instrument. An additional tsw45 instrument was opened to complete the case. There was no consequence to the pt.